Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this patient was doing rehabilitation in clinic, with arm movements. During the rehabilitation, the rate jumped to the maximum sensing rate (msr). The accelerometer (xl) was turned off and the rate still went to msr. Boston scientific technical services (ts) suggested programming the minute ventilation (mv) feature to passive and turning on the xl. It was possible that mv could give and unexpected response if the pacemaker was not securely sutured. The health care professional (hcp) updated the programming and it worked. Ts noted that mv may need to be off for now, and that a revision could correct issue. No adverse patient effects were reported.